Event description:
Related to MFR report # 2183959-2012-00008. On (B)(6) 2005, a perigee graft was implanted. The pt had a revision procedure for mesh extrusion on (B)(6) 2006. By report this event is resolved.

Manufacturer narrative:
Should add'l info become available regarding this event, it will be re-evaluated and a f/u report will be sent.